Event description:
It was reported that the patient's system could not enter MRI mode due to high impedances on their lead. Surgica intervention was undertaken on 3oct2023 in which the patient's system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.